Event description:
Pt reported via maude event, he has a migrating perfix plug/patch. It has connected to the nerve to his right testicle. And now is affecting his right side abdomen. The surgeons at the facility refuse to even look at it. His legs are now half the size as they were 4 years ago. He can't walk uphill or lift anything more than a few pounds. He went in for a 45 minutes hernia surgery and the dr took it upon himself to do a 4 1/2 hour surgery.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge.